Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was broken. This was identified during use of the device for peritoneal dialysis therapy. It was further reported that when an ultrabag was attached, a "pop" was heard. The transfer set was replaced; the set was in use for 5 days. There was no patient injury; however prophylactic antibiotics were given as a precautionary measure. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with no cap. A visual inspection with the naked eye and magnification noted the female connector was separated from the main body of the twist clamp on the transfer set. The reported condition was verified. The cause of the condition was determined to be inadequate solvent application to the set during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.